Event description:
The customer reported that the system displayed an x-ray disabled error. This will prevent the system from performing fluoroscopy. There is no report of injury or death associated with the event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery charger board was adjusted, the system software was reloaded, and the hard drive was reformatted. The system was then found to be working as intended.